Event description:
It was stated that the insulin pump was giving constant motor error alarms. It was stated that the parents wanted the insulin pump replaced because the customer had recently been hospitalized for diabetes related issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.